Event description:
It was reported that approximately 20 months post implant of bifurcated device and a suprarenal aortic extension a computed tomography revealed a type iii endoleak between the bifurcated device and the suprarenal aortic extension. The patient was treated with two infrarenal aortic extensions which successfully resolved the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): remains implanted in the patient.